Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. The apollo micro catheter was returned for analysis. The 1.5cm detachable tip was found detached and not returned. No damages or irregularities were found with the apollo hub. No bends or kinks were found with the apollo catheter body. The ldpe coupling tube overlap length was measured to be within specification. Based on the device analysis, tip premature detachment (during navigation or repositioning) can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. Tip premature detachment can also occur due to too much vessel calcification (tip gets caught and dislodges) or repositioning of the micro catheter while it is in a wedged position or with vessels that are in vasospasm. It was reported there was ¿no note of vessel calcification¿, the tip was not entrapped, and there was no vasospasm. In this event, it is likely the patient¿s vessel tortuosity contributed to the tip premature detachment issue. As noted in the apollo IFU (instructions for use): ¿the distal section of the catheter incorporates a detachment zone that allows detachment of the distal tip when the force required to extract the catheter exceeds the force to detach the tip. Navigating or repositioning the catheter while it is in a wedged position or with vessels that are in vasospasm may cause premature tip detachment.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo catheter has not been returned for evaluation; product analysis could not be performed. The device was not returned; the reported event could not be confirmed and the event cause could not be conclusively determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic receive report that during an arteriovenous malformation, difficulty was experienced when the apollo catheter was attempted to make a 90 degree turn in the treating vessel several times. The apollo buckled in the a2 segment. It was decided to exchange the apollo for a different catheter. During exchange the distal tip of the apollo become detached without the user being aware. The other catheter was advanced into place dislodging the apollo tip and causing it to become wedge in the distal a2/3. Physician decided to retrieve the tip, however, the tip was not removed. There was force applied to deliver and removed the device. The patient was reported to have been asymptomatic. The anatomy was reported to have been severe. The device was prepared and used per the instructions for use (IFU). A continuous flush was maintained during the procedure.